Event description:
When stent was fully deployed , a small part of flange was still stuck in the delivery system and did not deploy properly even after the deployment trigger button on the delivery system was fully pulled till the stent deployment indicator came to the end of the delivery handle, the stent came out with the delivery system. Physician used another evolution stent.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.